Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated battery was not able to connect and they tried multiple batteries but still there was issue. Customer stated they inserted new battery it acts like it was responding and cut off and went completely blank. Customer stated self test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.